Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and rising threshold. It was also reported that the lead exhibited high impedance and rising lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.